Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt and no anomaly was found on the header related to the field concern. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient presented to the clinic for a device check and upon interrogation premature battery depletion was observed. The device was explanted and replaced. The patient was stable, before, during and post procedure.